Event description:
The reported stated that the syringe popped out due to extreme pressure on the plunger. They were not infusing medication at the time. The syringe contained a flush for an arterial line. The pump was sent to the facility's biomed department for evaluation. The pump serial number was unknown. No patient injury or treatment was associated with this event.